Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:13:05. During night drain cycle two, the patient's ultrafiltration reading was 1246ml, indicating the home patient (hp) drained 1246ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available a supplemental report will be submitted.